Manufacturer narrative:
Post-op screw loosening reported in literature article. Four (4) cases revision loosened screw reported in literature article. No product failure indicted. Depuy spine reports all non-planned revisions as MDR events, regardless of manufacturer of devices being removed. . No patient specific identifiers provided. Three requests for additional information sent to author and no response returned. One medwatch will be sent for 4 cases. This complaint was generated from literature review for health authority reporting purposes. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the pms identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
This report is being filed after the subsequent review of the following literature article: keric et al: evaluation of surgical strategy of conventional vs. Percutaneous robot-assisted spinal trans-pedicular instrumentation in spondylodiscitis. Received: 6 february 2016 / accepted: 26 april 2016. N=2 revision misplaced screw. N=4 revision loosened screw. N=7 wound infection. N=4 surgical wound revision.